Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated cardiac troponin dimension exl (tni) results. Hsc has reviewed the instrument data and no product non-conformance was identified. Sample (B)(6) reported an abnormal reaction flag. The customer diluted the sample 1: 100 with the siemens troponin sample diluent instead of following the troubleshooting information in the operators guide for how to handle this result flag. The result of this testing gave a calculated result of 0.965 ug/l. The dimension exl troponin IFU states that the limit of blank (lob) is 0.010 ug/l and a limit of detection (lod) of 0.017 ug/l. The lob is the highest concentration that is likely to be observed for a blank sample and the lod is the lowest concentration of troponin that can be detected reliably. The diluted sample gave a raw result of 0.00965 ug/l which is below both the lob and lod. When the dilution factor was applied, it gave a result of 0.965 ug/l. This result is not from an actual dilution of troponin but is from the magnification of the background signal inherent in any laboratory method. Siemens does not recommend diluting samples below the assay range for this reason. Sample results with an abnormal reaction flag are not reportable and the dimension exl operators guide instructs customers to use an alternate methodology to report the result. This event may have been caused by the customer not following siemens operator's guide recommendations. No further investigation by hsc can be performed. There is no evidence of a product nonconformance. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl instrument. The discordant result was reported to the physician. The same sample was reprocessed the same day; a correct result was obtained and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin I results.